Event description:
Reporting status: serious injury - medical intervention. Reporting rational: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial, that the first target lesion was in the mid lad with moderate calcification. After pre-dilatation was performed, the 3.5 x 28 mm xience v stent was deployed. A dissection was observed, which was treated with a 3.0 x 15 mm xience v (distal and overlapping the first stent). The lesions in the distal rca, right pda, and mid rca, were all treated with xience stents successfully. After the procedure, a new angiogram showed a mild slow-flow (timi 2) in the mid rca, which was resolved with adenosine and nitrates. The angio confirmed there was no thrombus, no dissection, and no stenosis. No other patient effects were reported. No additional event or patient's information is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/proximal to the stent and may cause acute closure of the vessel, requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation. The intimal dissection required treatment with another xience v stent. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.